Event description:
It was reported that the device was leaking and is not warming. There was no patient involvement reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was leaking and is not warming. There was no patient involvement reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Cracked tank cover and enclosure. Broken power switch and damaged liquid crystal display (lcd). The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was duplicated. The device leaked but it heated up. The root cause of the reported issue was found to be that the enclosure has a crack near the drain fitting due to wear and tear from use by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional info received via email 28-dec-2021. Event date updated. No patient involvement.